Manufacturer narrative:
The reported events were diaphragmatic stimulation due to the apical position rv electrode. As received, a complete lead was returned in one piece. Visual examination of the lead did not reveal any anomalies. Furthermore, electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the patient experienced diaphragmatic stimulation. He suspected cause of the event was the apical implant position of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.